Event description:
The patient reported: on (B)(6) 2024 that they need the final retainers to help with burning mouth pain and severe tongue thrusting. Their tongue is scalloped from pressing against their teeth. On (B)(6) 2024, the patient noted the burning sensation started a year ago, their front tooth is still crooked, and the spacing on the lower teeth catches food. Clinical review: the patient has been in aligners for 12 days and is likely at the end of treatment. A photo was requested showing the scalloping, along with more information about the burning sensation. On (B)(6) 2024, the patient support team asked if the patient discussed this with their doctor of dental surgery and requested diagnostic findings. On (B)(6) 2024, the patient was advised to see their doctor of dental surgery, discontinue the aligners and brightbyte, and provide diagnostic findings before proceeding. On (B)(6) 2024, the case was escalated to leads, and senior (B)(6) advised sending an aligner evaluation for dual retainers, which was done. On (B)(6) 2024, the aligner evaluation for dual retainers was submitted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.